Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds, elevated impedance, and failed to capture thresholds for a period of time. The rv lead had a suspected fracture. Since the patient had intact conduction, they were reprogrammed. The patient gradually felt lightheaded in that mode. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.